Manufacturer narrative:
Codman (arrow) pumps are not labeled to be implanted with a dacron pouch but was present during explant, so it appears that the use of this pouch is off-label. Blank entries on the MDR form represent unknown information.

Event description:
Explanting physician's office provided operating report for when the device was previously explanted. Patient diagnoses was postlaminectomy syndrome, lumbar spine, with severe intractable pain. Operating report stated that the arrow (now codman) pump was implanted with a dacron pouch. The dacron pouch, the pump, and catheter were removed and replaced with a medtronic pump. The catheter appeared to have been frayed and was cut with scissors and tied off. The catheter that was frayed was not identified as a codman catheter or other catheter in the operative report. The operative report did not identify any other visible mechanical damage to the device. The explanting physician's office stated that patient is no longer seen at that practice.

Manufacturer narrative:
At the time of this report, it is unknown if the adverse event pertains to the device or to the drug regimen, or if there is an alleged malfunction of the device that has contributed to the adverse event. In order to obtain additional information regarding the adverse event, intera contacted the refill physician's office via direct signature required letter. No additional information has been received at the time of this report in order to clarify the complaint; if further information is received, it will be filed in a supplemental report.

Event description:
Patient responded to device tracking card mailing. Patient wrote "no more" in section for current refill physician, and also wrote "it was killing me."